Event description:
Customer reported that the physician went to open a bravo capsule to use it and noted no liquid on soaker bulb. Following internal investigation, it was found that the delivery system came with released plunger and without the capsule. This case will be investigated as attach / detach case.